Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 5/6/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Haptic detached and lens damage was also observed, but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: based on the manufacturing records review, product evaluation, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown. The best estimate time would be between (B)(6) 2021. Telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was explanted from the patient's left (os) eye during the second surgery due to a refractive surprise. There was no additional surgical intervention performed and no injury reported. The replacement lens is the same model, serial number (B)(4). The patient outcome was not provided. No additional information provided.